Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post operative the right ventricular (rv) lead exhibited high thresholds and a high percent of right ventricle pacing. Output was increased. The physician decided to do rv lead revision and lead remains in use. No patient complications have been reported as a result of this event.